Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed because the network cable had been moved into the incorrect port. A field service engineer moved the network cable into the correct port, rebooted the system, and added an rj-45 to block out the other two ports so this didn¿t happen again. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a fridge door failure. It was reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.